Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 (mg/dl) after mistakenly entering an incorrect carbohydrate amount prior to delivering a bolus. Customer consumed glucose tablets to stabilize bg levels. Reportedly, customer is consulting with their health care provider to discuss diabetes management.